Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient had a revision surgery on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 05/17/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.